Event description:
Reportedly the pump was set to deliver, and during the start of a case, anesthesia discovered the pt was not responding to the drug. The pump was replaced for the case. There was no adverse pt event.